Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital's intensive care unit for exacerbation of his congestive heart failure (chf) symptoms. Upon interrogation the left ventricular (lv) lead was noted to exhibit loss of capture. Initially the lead was reprogrammed with the outputs to 7.5 volts at 2 ms, however the clinician requested boston scientific technical services (ts) help in programming the lv lead off. Ts assisted the clinician with electrically abandoning the lv lead. No additional adverse patient effects were reported.